Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 10 front cases with the keypad are being replaced on the pcu. No further info is available.

Manufacturer narrative:
Investigation conclusion: the reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device inspection: physical inspection was performed on (qty 9 p/n tc10012515, qty 1 p/n tc10013664). During external inspection, 7 out of the 10 returned keypads were observed in good condition with no obvious issues observed and the remaining 3 returned keypads were observed with signs of fluid ingress on the flex cable. During internal inspection, the returned keypad was observed with broken traces and signs of fluid ingress near where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that 10 front cases with the keypad are being replaced on the pcu. No further info is available.